Event description:
Disposable kidney is leaking from the sides. Nurses are going through 3 or 4 kidneys per pt, preventing pts from receiving needed fluid return to their kidneys. One pt ended up needing a transfusion as a result of the failed disposable kidney. FDA safety report ID# (B)(4).